Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a right femoral hernia repair, the patient had pain, swelling, constipation, pelvic, spasms, inability to walk, sit, work, could not wipe self, incomplete bowel movements, bloating, swelling, fainting, chills, and night sweats, deep ache pain with shooting pain on labia and right inner thigh. Pain was not controlled by pain medications. And bed rest until the device was removed.